Manufacturer narrative:
15.06.2023 manufacturing and service records have been reviewed for the reported device. A service event was recorded against the serial number in september of 2022. Service was requested for the customer reported that the device was not functioning. The service record indicates that the electronics, housing, and receiver were replaced. The device was tested to release criteria and passed. The next service request recorded in october of 2022 was linked to the reported complaint. As a result, the whole device, and the receiver, were replaced. The complained device was scrappedand is not available for analysis. Follow up is ongoing to confirm full patient recovery.

Event description:
The patient presented to his audiologist reporting of a high pitched sound and reported that he had felt a "shock" from the hearing aid. The patient had reportedly visited the emergency room for medical assessment following the initial event. The patient presented with bleeding nose and pain to the right side of the face. Audiological testing revealed changes to the audiogram and these symptoms are yet to be resolved. Audiological testing conducted one month after the reported event indicated hearing loss as severe-to-profound loss, when previously it was considered mild-to-moderate. The patient also had decrease in word recognition scores compared to previous results. He reported "continuing pain". Subsequent testing another month and a half later indicated that the patient's audiogram presented as a moderate loss, showing some recovery since the earlier visit. The audiologist reports that the patient's word recognition scores also improved compared to the earlier session. Investigation of this event is still ongoing and will be part of the supplemental report. When further information is available a supplemental report will be scheduled.